Manufacturer narrative:
(B)(4). Batch #: v9521d. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a paraesophageal hernia repair the surgeon attempted to cold cut the hernia sac. The knife was unsatisfactorily cutting through tissue. Surgeon deployed knife multiple times to cut through tissue. In thinner tissue, tissue slippage out the end effector was noted when knife deployed. In thicker tissue (hernia sac) several attempts were made to transect tissue. Nearing end of case, the knife button stuck in the depressed position, jaws would not open. Pulled handle forward to manually retract knife. Jaws opened. New device used to complete the procedure. Additional comments from surgeon ¿the closing handle and cut button is not smooth. Can some kind of lubricant be added? These actions feel like it¿s scrapping metal on metal.¿ there were no patient consequences.